Manufacturer narrative:
Sawa, y., et al. (2026, march 20 to 22) acute renal dysfunction after pulsed field ablation without excessive applications: a case report [conference presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that hemolysis and renal impairment occurred. A case study was completed on a single patient to document acute renal dysfunction following a pulsed field ablation (pfa) procedure. A patient with a history of exertional palpitations and non valvular paroxysmal atrial fibrillation underwent a pfa procedure using a farawave catheter. A total of fifty two (52) applications of ablation were delivered resulting in isolation of all four (4) pulmonary veins and both carinas. One (1) day post index procedure serum creatinine had risen from a baseline of 0.54 mg per deciliter to 2.16 mg per deciliter indicating hemolysis and subsequent renal impairment. 200 milliliters of normal saline was administered and after ten days creatinine level measured 1.38mg per deciliter and the patient did not require dialysis. No further information on the status of the patient is available.